Event description:
An optometrist reported patient with interior epithelial defect of the right eye due to eye rubbing at one month lasik enhancement post-operative visit. At visit patient indicated "woke up in the middle of the night with extreme pain and blurry vision of the right eye". Additional information from reporter indicated a bandage contact lens was placed and the patient's topical steroid dosage was increased which helped to resolve the reported issue after eight days.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).